Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find any instrument or reagent issue. The quality controls were within acceptable ranges. The cause of the discordant, falsely low bun results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low urea nitrogen (bun) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher than the initial result. The sample was then repeated on an alternate dimension vista instrument, resulting higher than both the initial and the first repeat results. The repeat result from the alternate dimension vista instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low bun results.